Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. The initial reporter also notified the FDA. Medwatch report mw5112843. Investigation summary: a complaint of purple connector being weak and breaking off easily was received from the customer. Photos were provided for investigation. In the photo the connector can be seen to be separated from the rest of the set. A device history record review for model 2426-0007 lot number 22025501 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 09feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced tubing separation from the luer connection. The following information was provided by the initial reporter: the purple connector is very weak and easily breaks causing IV solution to leak.